Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing. Technical services (ts) analyzed device episode data and determined that there was double counting of a small wide t-wave. Ts provided programming options as troubleshooting. This occurred while in the primary sensing vector. After the shock the rhythm returned to the onset rhythm. No adverse patient effects were reported. Currently, this s-ICD system remains in service.